Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has significant pain ongoing pain that is not resolving. Imaging was done and the lead appears to have migrated up to t5/6. The cause is unknown. Additional comments about the event, if applicable patient is being sent for neurosurgical consult. It was also noted that the patient has new pain unrelated to their baseline.